Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/3 (inadvertenly omitted from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a solid white foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage to the device where the material was detected and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting from the air/water nozzle. Water was not coming out to clear the lens and a thick substance came out of the auxiliary port. The issue was found during preparation for an unknown procedure. There were no reports of patient harm. Immediately after the procedure, the scope is washed and processed. The cleaning solutions used are intercept and rapicide. The minimum concentration is checked every time. The scope is leak tested prior to manual cleaning using an olympus mu-1. The scope is brushed manually using steris double headed single-use brushes. The automated endoscope reprocessor (aer) used is the medivator dsd edge, 72014002. No issues have been noted with the aer and maintenance was last done on october 10th, 2022. The disinfectant used is rapicide ml02-011. The minimum concentration is checked every load. The last reprocessing in-service from an olympus endoscopy support specialist was (B)(6) 2022 and there have been no personnel changes since then. All personnel are trained on how to reprocess the scope. After reprocessing, the scopes are stored in a hanging cabinet.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak coming from the insertion tube, the distal end cover insulation was out of standard, the insertion tube insulation was out of standard, the image had a hallow, switch 1 had a cut, the angulation in the down and right directions were out of standard, the up/down and left/right knobs had play, the distal end cover had scratches and dents, the objective lens had peeling cement, the light guide lens was cracked, the bending section rubber glue was cracked, the light guide tube was buckled and had surface scratches, and the scope connector had minor scratches and dents on the plug unit gold pin. The air/water flow was okay but nozzle was clogged and the foreign object was removed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.